Event description:
It was reported that on the fifth wheel hood of the fl25, there is no label to advise not to put an o2 bottle. Customer placed the o2 bottle and it prevented the bed from going down.